Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, a medication order interface issue was observed with fentanyl patch orders entered in the emr and interfaced to pyxis. The order frequency was entered as every 72 hours and was correctly displayed on the es server. However, on the console, the nurse was able to remove the fentanyl patch daily instead of every 72 hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.